Manufacturer narrative:
(B)(4). Date sent: 12/4/2020; d4: batch # t5f20h. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60d reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although there is no direct evidence of use error, the instructions for use do contain the following: "caution: for the malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation." It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: t5f20h. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, the doctor says he fired a long echelon 60 with gold load while performing a sleeve to roux n y conversion and staples on the left side of reload did not form. No buttressing material was used. This was the first firing across stomach at the bottom of the sleeve pouch near the antrum. Surgeon said the tissue was thick and patient had a prior gastric band. Surgeon said he probably should have used a green or black reload instead. The procedure was delayed by an undetermined amount (length of time not reported by surgeon) however procedure was completed with no patient consequence.